Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and then customer got heart attack on (B)(6) 2017 with blood glucose of 500 mg/dl. The customer reported that the insulin pump received no delivery alarm. The customer¿s current blood glucose level was 200 mg/dl. The customer was admitted to the hospital and resulted in bypass. The customer experienced symptoms such as dizzy. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.